Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using the unspecified bd¿ insyte autoguard bc 22g that the catheter separated from the hub. The patient later went to the hospital to remove what was believed to be a broken piece of the device from the patient's hand. The following information was provided by the initial reporter: the customer used a 22g of insyte autoguard bc. She said that a patient had pain at the IV insertion site within 24-28 hrs. About two weeks later she went to the hospital for it and had what they believed to be a catheter tip removed from her hand. They think the catheter broke off at the hub.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using the unspecified bd¿ insyte autoguard bc 22g that the catheter separated from the hub. The patient later went to the hospital to remove what was believed to be a broken piece of the device from the patient's hand. The following information was provided by the initial reporter: the customer used a 22g of insyte autoguard bc. She said that a patient had pain at the IV insertion site within 24-28 hrs. About two weeks later she went to the hospital for it and had what they believed to be a catheter tip removed from her hand. They think the catheter broke off at the hub.